Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the procedure date? (B)(6) 2021. What is the lot number? Rbmhmx. Could you please clarify how complaint (B)(4). Is related to the complaints (B)(4)? The complaint (B)(4). Has been opened because after the reporting of the complaints (B)(4), the customer had reported another similar issue. What was used to complete the procedure? Use of another device to complete the procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue &)? Was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture thread pulled off of the needle. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 08/19/2021. Additional information: a manufacturing record evaluation was performed for the finished device lot number rbmhmx / fz318h40, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: twenty-three packets of product code fz318 were returned to ethicon inc for analysis with the packaging closed. Upon visual analysis of the returned samples revealed that cracked barrel defect was observed at the swage area of all needles. As per returned conditions of the sample no functional test was performed. The cracked barrel defect has been correlated to the manufacturing process classified as class 2 defect. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 08/19/2021.